Event description:
Philips received a complaint on the intellivue multi measurement server sn (B)(6) indicating the sp02 measurement did not match at all with the mock monitor or the other monitor in the room despite the sp02 sensor being replaced. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
This supplemental report is submitted for additional information with reference to manufacturer's report number 9610816-2023-00110. The customer sent the unit to bench for evaluation.the following functional tests were performed: the spo2 sensor was tested with the fluke prosim 8 vital sign simulator, fluke esa620, electrical safety analyzer, and fluke 179 digital multimeter. Results of functional testing confirmed: the spo2 measurement worked perfectly. The carried out measurements registered accurately. Every other function of this device worked flawlessly. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The bench repair unit provided functional testing to measure the accuracy of the spo2 sensor; however, the results could not confirm any issues with the measurements. The unit was sent back to the customer. The device remains at the customer site. No subsequent calls have been logged for this device/issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported that sp02 measurement does not match at all with the mock monitor or the other monitor in the room and sp02 sensor was also replaced. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
Customer reported that sp02 measurement does not match at all with the mock monitor or the other monitor in the room despite the sp02 sensor being replaced. Patient involvement is unknown. There was no report of patient or user harm. The unit was returned for evaluation. No issues were found with the unit and the reported problem could not be confirmed.